Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same date as onset, the patient was hospitalized for the event and discharged two days later. The treatment for the event included injection of vancomycin (1gm, route, frequency and duration not reported). At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.